Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. The service territory manager (stm) replaced the broken fiber optic connector, front panel, and the expired safety and tidal disks. The stm performed functional tests. He verified the iabp was calibrated to factory specifications and safety inspected. Iabp passes all functional and safety checks and is ready for patient use.

Event description:
It was discovered, before use on a patient, that the cardiosave intra-aortic balloon pump (iabp) had a broken fiber optic connector. No patient involvement or adverse event reported.